Event description:
It was reported to medtronic neurosurgery that the neurosurgeon performed a chiari malformation repair and used a durepair product in the surgery. After a time period later, the patient came back with a pseudomeningocele csf leak. The surgeon re-operated on the surgical site and found some holes in the middle of the graft. It was also reported that duraseal was used in the initial procedure.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompany the device caution that "animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone. This response may increase the incident rates of known risks of dura substitutes, particularly in high pressure gradient applications."